Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2018-06191. It was reported that inadequate stent apposition occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross¿ imaging catheter was used but displays no image. The device was replaced with another opticross¿; however, the device became stuck with an insufficiently apposed 3.00 x 24mm synergy¿ stent. Removal attempts were made but were unsuccessful. Then, the physician cut the opticross and advanced a wire inside but still unable to remove the device. Lastly, a double guide was set and plain old balloon angioplasty was performed at the area where it got stuck and the device was completely removed. The procedure was completed with another of the same device. No patient complications nor injuries were reported.